Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge, cine hard drive and cable were reseated, and the cine hard drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system displayed a cine disk error message. This will result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There are no reports of patient injury or death associate with this event.